Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sodium electrode, tubing, electrodes, reagent syringe, sample syringe, sample probe and sample case which resolved the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. (B)(4).

Event description:
The customer reported the generation of negative anion gap (agap) patient results on the au5800 clinical chemistry analyzer . There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.